Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over an hour occurred on (B)(6) 2022 for receiver with serial number (B)(6). However, receiver with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Pairing test was performed and passed. Functional test was performed and passed. A review of the receiver log was performed and loss of connection is operated within specification for serial number (B)(6). The allegation was not confirmed. The probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.